Event description:
Physician reported right side "implant rupture". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: weight to the spec, deformation and voids. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No observed opening related to event code.".

Event description:
Physician reported right side "implant rupture," capsular contracture baker grade ii, device folded, and small quantity of periprosthetic liquid. Device has been explanted.

Event description:
Right side capsular contracture baker grade ii. Additional event of right device folded and small quantity of periprosthetic liquid.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.